Event description:
Patient receives pembrolizumab using baxter tubing #2c8571. Drug in bag completed and filter dry, however, there is drug left in drip chamber down to the filter. Discussed with pharmacy.